Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area technical operations manager (atom) reported to fresenius that the solenoid valve on a 2008t machine had burnt and melted wiring. The terminal connectors and valve body were damaged at the connection point to the valve. Additional information was requested, however a response was not received. The initial report does not indicate that there was patient involvement nor personal harm to any patients or individuals due to this malfunction. No parts were returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility area technical operations manager (atom) reported to fresenius that the solenoid valve on a 2008t machine had burnt and melted wiring. The terminal connectors and valve body were damaged at the connection point to the valve. Additional information was requested, however a response was not received. The initial report does not indicate that there was patient involvement nor personal harm to any patients or individuals due to this malfunction. No parts were returned to the manufacturer for a physical evaluation.